Event description:
It was reported that in (B)(6) 2009, the patient treated for lower back pain. The patient was diagnosed with spinal stenosis, a bulging disc, and arthritis, and suggested steroid injections for pain. On (B)(6) 2009, the patient underwent cervical fusion. The patient was implanted with rhbmp-2/acs. The patient complained of ongoing back pain. The patient underwent lumbar fusion. The patient was implanted with rhbmp-2/acs. The patient continued to had extreme back pain following this surgery. The patient also began having intense pain in hips, making it difficult to walk. On (B)(6) 2012,the patient underwent laminectomy. The patient was implanted with rhbmp-2/acs. The patient was still having extreme and worsening pain following this surgery. On (B)(6) 2013, the patient underwent spinal fusion.the patient was implanted with rhbmp-2/acs. The patient's pain in back and hips had increased dramatically after all of the surgeries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.